Manufacturer narrative:
Unable to prime during prime/delivery test due to faulty back pressure sensor (gold). Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Unable to confirm excessive no delivery alarm due to prime anomaly. Pump passed self test, unexpected restart error test, and all operating currents tested with in the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked belt clip slot, cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window, and stained end cap sticker noted.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm preceded by several no delivery alarms. During troubleshooting, the insulin pump passed the self test. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.